Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a stuck button alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the button did not press longer than 3 minutes. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. The pump failed the leak test. The pump leaked at the keypad overlay. The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No stuck button alarms were noted. The pump was received with a peeling keypad overlay, a missing display window cover, a missing serial number label and minor scratches on the lcd window.